Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's keypad was unresponsive. It was reported that the customer's screen was scarred and they could not see everything on the display. It was reported that the customer was advised to revert to back up plan. No further information provided.